Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, at approximately 8 atmospheres, the pressure would not hold and the balloon leaked. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, at approximately 8 atmospheres, the pressure would not hold and the balloon leaked. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Visual and tactile evaluation of the returned device revealed no damage to the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a pinhole in the balloon material at approximately 4mm proximal to the proximal edge of the distal markerband.